Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. The alarms were confirmed during a review of the event history log. It was determined that the root cause for this devices alarms was caused by a wide inscribed pin dimension (the distance between the upstream sensor and pusher); which has been known to be a cause of false upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no patient involvement.